Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the bilateral cornua and bilateral proximal fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyps in 2018, multigravida, parity 4, sexually active, anemia, blood transfusion, cholecystectomy, cesarean section, dysuria, hepatic lesion and body mass index normal. Previously administered products included for an unreported indication: sprintec from (B)(6) 2018 to (B)(6) 2018. Concurrent conditions included right upper quadrant pain, nausea, anorexia, papanicolaou smear normal, infected toe, painful urination, weakness, phonophobia, vomiting, abdominal cramps, acute gastroenteritis, skin rash, erythema, papular rash, dermatitis, chest pain, vertigo, neck pain, cervical spasm, runny nose and nasal congestion. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2018 to (B)(6) 2018 for bleeding genital, medroxyprogesterone acetate (depo-provera) from (B)(6) 2018 to (B)(6) 2018 for bleeding genital and pain, baclofen since (B)(6) 2018 and diclofenac since june 2018 for pelvic pain female as well as cyclobenzaprine since (B)(6) 2018, medroxyprogesterone since (B)(6) 2018, nortriptyline and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: mood changes"). In (B)(6) 2017, the patient experienced back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2018, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy -hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, fatigue, migraine, headache and mood altered had resolved and the embedded device and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, fatigue, headache, heavy menstrual bleeding, migraine, mood altered, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding , other injuries/symptoms. Did you undergo an essure confirmation test,no (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the bilateral cornua and bilateral proximal fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyps in 2018, gravida ii, parity 4, sexually active, anemia, blood transfusion, cholecystectomy, cesarean section, dysuria, hepatic lesion and body mass index normal. Previously administered products included for an unreported indication: sprintec from on (B)(6) 2018. Concurrent conditions included right upper quadrant pain, nausea, anorexia, papanicolaou smear normal, infected toe, painful urination, weakness, phonophobia, vomiting, abdominal cramps, acute gastroenteritis, skin rash, erythema, papular rash, dermatitis, chest pain, vertigo, neck pain, cervical spasm, runny nose and nasal congestion. Concomitant products included ethinylestradiol; norgestimate (sprintec) from on (B)(6) 2018 for bleeding genital, medroxyprogesterone acetate (depo-provera) from on (B)(6) 2018 for bleeding genital and pain, baclofen since on (B)(6) 2018 and diclofenac since on (B)(6) 2018 for pelvic pain female as well as cyclobenzaprine since on (B)(6) 2018, medroxyprogesterone since on (B)(6) 2018, nortriptyline and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: mood changes"). On (B)(6) 2017, the patient experienced back pain ("back pain") and neck pain ("neck pain"). On (B)(6) 2018, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy -hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache and mood altered had resolved and the embedded device and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, mood altered, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Did you undergo an essure confirmation test, no (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on s(B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received. New events "dysmenorrhea (cramping), embedded within the bilateral cornua and bilateral proximal fallopian tubes", patient concomitant conditions and medical history,treatment and concomitant drugs, new reporters, event onset dates, lab data, patient demographic was added. Previously reported event "did you undergo an essure confirmation test, no" deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the bilateral cornua and bilateral proximal fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyps in 2018, multigravida, parity 4, sexually active, anemia, blood transfusion, cholecystectomy, cesarean section, dysuria, hepatic lesion and body mass index normal. Previously administered products included for an unreported indication: sprintec from (B)(6) 2018. Concurrent conditions included right upper quadrant pain, nausea, anorexia, papanicolaou smear normal, infected toe, painful urination, weakness, phonophobia, vomiting, abdominal cramps, acute gastroenteritis, skin rash, erythema, papular rash, dermatitis, chest pain, vertigo, neck pain, cervical spasm, runny nose and nasal congestion. Concomitant products included ethinylestradiol; norgestimate (sprintec) from (B)(6) 2018 for bleeding genital, medroxyprogesterone acetate (depo-provera) from (B)(6) 2018 for bleeding genital and pain, baclofen since (B)(6) 2018 and diclofenac since (B)(6) 2018 for pelvic pain female as well as cyclobenzaprine since (B)(6) 2018, medroxyprogesterone since (B)(6) 2018, nortriptyline and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: mood changes"). In (B)(6) 2017, the patient experienced back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2018, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy -hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, fatigue, migraine, headache and mood altered had resolved and the embedded device and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, fatigue, headache, heavy menstrual bleeding, migraine, mood altered, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding , other injuries/symptoms. Did you undergo an essure confirmation test,no (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test, no". The patient's medical history included polyps in 2018. Previously administered products included for an unreported indication: sprintec from may 2018 to july 2018. Concomitant products included ethinylestradiol;norgestimate (sprintec) from may 2018 to july 2018 for bleeding genital, medroxyprogesterone acetate (depo-provera) from october 2018 to november 2018 for bleeding genital and pain as well as baclofen since july 2018, cyclobenzaprine since may 2018, diclofenac since june 2018 and medroxyprogesterone since november 2018. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2018, the patient experienced mood altered ("hormonal changes describe: mood changes"). In (B)(6) 2018, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy -hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache and mood altered had resolved. The reporter considered abdominal pain, back pain, fatigue, headache, menorrhagia, migraine, mood altered, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding , other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received, reporter information , patient demographic ,essure start stop date, previously event injury deleted and new event pelvic/ abdominal, back , fatigue, migraine, headaches, hormonal changes , she didn¿t undergo confirmation test and outcome were added. On 18-sep-2019: plaintiff fact sheet received, essure indication,concomitant medication and new event abnormal bleeding (vaginal, menorrhagia), neck pain, event date were added. Follow-up 2nd and 3rd process together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.